Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 2716159: (B)(6): e2303 capsular contracture and a010102 device appears to trigger rejection (capsular contracture). Device not returned to device analysis. 2714263: rupture. Device not returned to device analysis. Even though there was (B)(4) additional complaint of rupture for this lot number, the device has not been returned to confirm the event or to detect potential workmanship. The search criteria for these queries are mentioned in (B)(4) wording guidelines for complaint investigation closure and revision 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "change in the inframammary fold, palpable hardening laterally, rupture, capsular contracture baker grade ii" diagnosed by MRI and confirmed by ultrasound. This record is for the right side. Device was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as unidentified (tear) opening . ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. No additional observations performed on the device. No further actions are required. Process, no further actions are required.

Event description:
Healthcare professional reported "change in the inframammary fold, palpable hardening laterally, rupture, capsular contracture baker grade ii" diagnosed by MRI and confirmed by ultrasound. This record is for the right side. Device was explanted and replaced with another manufacturer¿s device.